Event description:
Customer reported that the device had all three (charge pak, attention, service wrench) icons illuminated. The device was returned and evaluated at physio-control's failure analysis center. The device would not power on since internal hlc batteries were depleted. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control was unable to determined the root cause of the malfunction after extensive testing. A replacement device was provided to the customer.